Manufacturer narrative:
The reported field event high-voltage output anomaly could not be confirmed in the lab. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal. A longevity calculation was performed and found the battery depletion was normal based on the device usage. No anomalies were found.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) failed to shock the patient when they went into ventricular tachycardia. The ICD was explanted and replaced. The patient was stable.